Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic due to their device emitting tones. Upon device review, it was found the device triggered an alert due to the right atrial (ra) lead having high out of range impedances. The impedances have been varying between 451 ohms to greater than 2500 ohms. Noise and oversensing were also noted on the ra channel. At this time, the ra lead was reprogrammed and the device remains in service. The patient will be monitored remotely. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the ra lead was explanted and replaced. The lead was not tested via a pacing system analyzer (psa) and no fluoroscopy was performed. The source of the observations was not confirmed. This ICD remains in service. No additional adverse patient effects were reported.